Event description:
It has been reported that during a ptca procedure the pt had an st elevation and a possible dissection of the right coronary artery. There is no known pt intervention. Pt status is unknown and the product is not being returned for eval.